Event description:
During a colon resection, it was reported the tx60g was used to top off the anastomosis. After firing there was a hole in the center of the staple line. The staple line was oversewn and procedure was completed. There was no consequence to the pt.